Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "the angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography procedures or interventional procedures using an 8 french or smaller procedural sheath for the 8f angio-seal device and a 6 french or smaller procedural sheath for the 6f angio-seal device." "The angio-seal device is also indicated for use to allow patients who have undergone diagnostic angiography to ambulate safely as soon as possible after sheath removal and device placement." "The angio-seal device is also indicated for use to allow patients who have undergone an interventional procedure to ambulate safely after sheath removal and device placement." Contraindications of the IFU warns "do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency." Angio-seal IFU also refers to the following guidelines: "the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent." The complaint can be confirmed for off-label use of angioseal device. The harms described cannot be attributed to angioseal device usage since the device was used against the instructions in the IFU. The IFU was reviewed and sufficient information was provided to guide the user. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used and post-treatment there was rebleeding. When a procedural sheath was inserted into a blood vessel in neck in the case of ablation, it seemed to be inserted into an artery beyond the targeted vein. The sheath was left in place until the procedure was completed. Another puncture site was made to continue the procedure. The procedure was completed successfully, and hemostasis was achieved successfully. After the procedure, the angio-seal device was used for the initial puncture site and successfully achieved hemostasis. However, one day after the procedure, rebleeding occurred at the initial puncture site. Hemostasis was successfully achieved by manual compression. The estimated blood loss was less than 2520cc. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was ablation. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was neck artery. The vessel diameter was unknown. There were no other devices or equipment used with the reported product.